Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation. It was found that a screw backed out post op. A revision surgery was performed approximately six months post op to remove the screw.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot # w06g3891 and # w06h4208. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.